Event description:
The report indicated when the packaging was opened, the tip of the sheath was observed to be frayed. Consequently, this device was not clinically used.

Manufacturer narrative:
Prior to using a trapease ivc filter for a procedure, the introducer sheath included in the kit was found frayed at the distal tip. The product was not used and no patient injury occurred. All the packaging was intact and no unusual storage conditions were reported. The product was not returned for evaluation; it was discarded at the account. A review of the manufacturing records indicated that this lot of products met all requirements per the applicable manufacturing quality plan. This review confirmed that subassemblies met all requirements per the applicable manufacturing quality plan, as well. The complaint could not be confirmed without return of the product. With such limited information, it is not known what factors may have contributed to the event.